Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) cuff explanted. The cuff had become too big for the patient; therefore, a smaller aus cuff was implanted. No patient complications were reported.